Event description:
The complainant reported that the patient had bleeding from the impella groin insertion site. The insertion site was re-dressed, and the repositioning sheath was adjusted with the physician at the bedside. The bleeding decreased to minimal oozing, and the physician was not concerned about the bleeding at that time.

Manufacturer narrative:
No product return asae/major bleed :bleeding from impella groin site,impella site re-dressed and repositioning sheath adjusted and bleeding has slowed down to minimal oozing.the cause of the access site adverse event was user related because bleeding was stopped by adjusting the repositioning sheath and pulling the perclose tighter. The pump sn (B)(6) passed all the post sterile inspection checks.